Event description:
It was reported that during an atherectomy procedure in the non-tortuous mid left superficial femoral artery, an emboshield nav 6 embolic protection system was advanced over a .014 sized non-abbott guide wire, past the heavily calcified lesion. A non-abbott percutaneous atherectomy system was advanced to the lesion and atherectomy was performed. When the non-abbott guide wire was pushed to release and retrieve the emboshield nav 6 filter, the filter detached from the system. Two attempts were made to retrieve the filter using two non-abbott snares, but the two attempts were unsuccessful; the third attempt with another non-abbott snare successfully retrieved the filter. The filter was found to be intact and contained debris from atherectomy. There were no adverse patient effects, however, a significant clinical delay of approximately 20 to 30 minutes was reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: csi viperwire; atherectomy: csi diamondback. Guide wire/fdw selection and indication for use. It was not possible to perform a thorough analysis on the product because it was not returned. The filter detaching from off the end of the wire into the anatomy is due to not using the appropriate barewire. It was reported that a non-abbott guide wire was used. The emboshield nav 6 instructions for use (IFU) in the barewire filter delivery wire section states that the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Additionally, because it was reported that the emboshield nav 6 was used in the superficial femoral artery, it should be noted that the IFU (in the indication section) states that the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. It could not be determined if the off-label use caused or contributed to the reported difficulties. Based on the reported information, the reported filter detachment appears to be user related and there is no indication of a product quality deficiency. The foreign body removal and delayed therapy/ non-surgical treatment appear to be related to the operational context of the procedure. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for this lot.